Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported reset was confirmed in the laboratory. Bench and ate tests were performed and the device was found to be normal. Data provided by the field showed the cause of the reset was due to a power on reset. The cause of the por was believed to be due to the external defibrillation during the attempted implant.

Event description:
It was reported that during implant, rf telemetry was lost. It was then reported that the device was in backup operation with no high voltage therapy. This device was not implanted.